Manufacturer narrative:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was cracked. Therefore, the device could not enter the sheath and hemostasis was achieved by holding manual pressure for twenty minutes. There was no reported patient injury. The physician was mynx certified. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was prepped according to the IFU and no difficulty was noted. The mynx device was not purged of air during prep. A 5f non-cordis sheath was used during the procedure. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5 mm. The vessel was reported to have moderate tortuosity. The procedure was diagnostic and used an antegrade approach. The femoral artery¿s suitability was verified on angiography, vessel tortuosity was described as little, and peripheral vascular disease or calcium near the puncture site was described as moderate. The device was stored according to the IFU. The time at which the damage was noted was not provided. The device was removed from the packaging by following the IFU, and no excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was partially exposed but remained mounted on the unit delivery shaft. With respect to the sealant sleeve condition, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A dimensional analysis of the sealant sleeve slit length could not be performed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as the catheter sheath introducer (csi) was not returned for this evaluation. In addition, an attempt to perform the insertion/withdrawal test using a laboratory sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was cracked. Therefore, the device could not enter the sheath and hemostasis was achieved by holding manual pressure for twenty minutes. There was no reported patient injury. The physician was mynx certified. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °c. There were no anomalies noted prior to use. The mynx device was prepped according to the IFU and no difficulty was noted. The mynx device was not purged of air during prep. A 5f non-cordis sheath was used during the procedure. There were no kinks in the sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5 mm. The vessel was reported to have moderate tortuosity. The procedure was diagnostic and used an antegrade approach. The femoral artery¿s suitability was verified on angiography, vessel tortuosity was described as little, and peripheral vascular disease or calcium near the puncture site was described as moderate. The device was stored according to the IFU. The time at which the damage was noted was not provided. The device was removed from the packaging by following the IFU, and no excess force was applied during insertion. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was partially exposed but still mounted on the unit delivery shaft.